Event description:
Aortobifemoral bypass graft performed prior to 11/4/92; arterogram performed 11/4/92. No damage to catheter, and no complications were noted. Ultrasonic evaluation performed 12/16/92, on a mass in the right groin. Results indeterminate. Surgery performed on 12-17-92. Foreign body removed, and identified as pieces of a catheterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.